Event description:
A non healthcare professional reported during an intraocular lens implant procedure, a lens was not implanted due to it not ejecting. There was patient contact. The procedure was completed the same day. Additional information has been requested which states the lens tore on insertion.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).